Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2010 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device 1). Per op notes, "a composix l/p mesh (device 1) was placed into the peritoneal cavity using sutures." (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 2). Per op notes, "adhesions were taken down. The previous mesh (device 1) had pulled away cranial to caudal. A ventralight st mesh (device 2) was placed into the peritoneal cavity using sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible.addendum: h11: this supplemental emdr is submitted to document additional information provided and corrected patient's sex. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-jun-2010) is considered to be the best estimate.updated data: a2, b3, b4, b5, b7, d3, d4(product catalog no, UDI no corporate lot no, expiry date), g3, g6, h2, h4, h6, h10, h11.corrected data: a3 (sex)note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.